Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recq0535 showed eight other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported, "during the percutaneous catheter insertion procedure, a previous infusion test was performed, with filling of the catheter primer, and no problem was observed. After venipuncture, when the catheter was inserted into the blood vessel and inserted about 15 cm, when performing a new flushing to test for patency, the catheter had three holes in its distal end, which was only noticed because of the pressure of the blood flow."